Event description:
It was reported by service report that the side rails are cracked with sharp edges and have spaces that would allow for fluid intrusion. No pt involvement or adverse consequences are reported.